Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced worsening of dystonia symptoms.

Event description:
It was reported the battery icon remained at full level even after several days. The healthcare provider (hcp) confirmed that the stimulator was switched off. Signs and symptoms included neck pain, whole body pain, increased anterocollis, and increased feet tremor and dystonia. The neurostimulator was turned back on and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).